Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. Since no serial number was provided neither a DHR review or lot history review were able to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed for instructions relating to the event. Correct sizing of the thv is essential to minimize the risk of paravalvular leak, migration, and/or annular rupture. Valve regurgitation, paravalvular or transvalvular are potential risks associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU and training manual, no deficiencies were identified. As the events were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was identified, a product risk assessment (pra) escalation is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The regurgitation was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and lot history could not be performed due to serial number unavailability. Additionally, as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The paravalvular and transvalvular regurgitation could be potentially from multiple factors (i.e. Device prepping, improper expand the valve, improper position the valve). Due to limited of information, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the patient received a 29mm sapien 3 valve via tf tavr case. On pod 5, one central and two paravalvular leaks were noted. A valve in valve procedure was performed and a 2nd 29mm s3 valve implanted within the first.

Manufacturer narrative:
Corrected h.6 investigation conclusion. The device was not returned for evaluation. Since no serial number was provided neither a DHR review or lot history review were able to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed for instructions relating to the event. Correct sizing of the thv is essential to minimize the risk of paravalvular leak, migration, and/or annular rupture. Valve regurgitation, paravalvular or transvalvular are potential risks associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU and training manual, no deficiencies were identified. As the events were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was identified, a product risk assessment (pra) escalation is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The regurgitation was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and lot history could not be performed due to serial number unavailability. Additionally, as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As reported, 'the valve was places in a 90/10 position, slightly unsymmetrical due to the native valve heavy calcification. No issues during valve alignment or deployment. Valve showed mild pvl after procedure. However, on pod4, one central and two paravalvular leaks were noted'. In this case, heavy calcified native annulus was potentially prevented the deployed valve from sealed against the native annulus, and it was also potentially prevented the deployed valve from fully expanded. So, it resulted in deployed valve paravalvular leak and central regurgitation. As such, available information suggests that patient factors (calcified native annulus) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
Added information to b.5, corrected information in d.6a and h.6. Investigation is ongoing.

Event description:
Additional information was provided, the valve was placed in a 90:10 (aortic/ventricular) position, slightly unsymmetrical due to the native valve heavy calcification. In the physician's opinion, the root cause of the regurgitation was heavy calcification.